Manufacturer narrative:
Additional information provided in h.3., and h.10. Product evaluation: the product was not returned for analysis. Additional information: the file states the use of "z-hyalin" as viscoelastic, which is not qualified to be used with associated product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the haptic was torn off during the procedure. The surgeon removed the lens and implanted a new lens with no patient impact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.